Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted stryker to report that the unit emitted pediatric patient prompts while an adult pad-pak was attached. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine performed an evaluation of the customer's device and was able to duplicate the reported issue. Measurements taken would indicate a failure of the reed switch (sw1). The customer received a replacement device and the customer's device was scrapped by heartsine.

Event description:
The customer contacted stryker to report that the unit emitted pediatric patient prompts while an adult pad-pak was attached. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.